Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.96 inr. No treatment information provided. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The site ID on the initial medwatch was submitted incorrectly. The correct manufacturing site ID is 1823260. It was filed as 1000250259 in error.